Manufacturer narrative:
(B)(6). Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: unconfirmed complaint. No root cause could be established due to lack of objective evidence.

Event description:
It was reported that the shield from a bd preset¿ eclipse¿ abg syringe with needle and luer-lok tip, was removed prior to use. No serious injury, blood to mucous membrane exposure or medical intervention was reported.